Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, the dilator flushed properly before and after decontamination. During visually inspection, the dilator tip showed visible damage. The dilator tip was inspected under magnification, which further confirmed the damaged tip allegation. Analysis of the device found the reported allegation is confirmed.

Event description:
It was reported during a pulse field ablation procedure indicated for a case of paroxysmal atrial fibrillation, a versacross connect for faradrive kit was selected for use. It was noted that dilator tip became damaged (prolapses tip) upon insertion but was fully intact and its tip did not seem detachable. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. The device has returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a pulse field ablation procedure indicated for a case of paroxysmal atrial fibrillation, a versacross connect for faradrive kit was selected for use. It was noted that dilator tip became damaged (prolapses tip) upon insertion but was fully intact and its tip did not seem detachable. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.